Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additionally, visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the oversensing and inappropriate shock therapy that occurred while the device was implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode that showed a wider morphology, likely due to some conduction change. The heart rate was about 120 bpm but some oversensing occurred and the device began to charge. No inappropriate therapy was delivered. Technical services discussed troubleshooting to see if this morphology change could be recreated. The device was currently programmed to the primary vector, but the other vectors looked good as well. An exercise test was planned. Technical services discussed they could increase the treatment zones to reduce the risk of inappropriate therapy. The patient presented to the clinic for a treadmill test. They were unable to reproduce the morphology of the untreated episode. It was noted the patient was feeling stressed at the time of the episode, as they were waiting for a bus in a large crowd where people were pushing and bumping into others. The patient had felt palpitations at this time, and also during other exercises during rehab courses. At the treadmill test, automatic setup was performed and the device picked the alternate vector. Further testing was done in alternate with the patient performing the exercises from rehab. No noise was created and proper sensing was observed. It was decided to leave the device programmed to alternate and monitor for any further untreated episodes. No adverse patient effects were reported. Additional information was received about this patient and device. The patient presented to the hospital after receiving a shock for a slow vt in the 150 bpm range. The episode showed t-wave oversensing. During the device interrogation, a battery depletion (bd) alert was observed. A significant drop in battery remaining, from 28% in may to 14% in june was noted. A request was made to technical services to review the available data in the remote monitoring system. Technical services reviewed the data and confirmed that the battery was depleting faster than expected due to an abnormal increase in power consumption, and recommended device replacement for within 60 days. Technical services reviewed the shock episodes and agreed t-wave oversensing and double-detection of wide complex slow vt caused the inappropriate shock therapy. It was noted the patient had received nine shocks for this rhythm over the past year. It was observed the sense vector had been reprogrammed from alternate back to primary after smart pass had disabled due to small amplitude r-waves. Technical services discussed managing the patient's slow vts by other medical means, such as an ablation, or considering a transvenous system so anti-tachycardia pacing (atp) therapy would be an option. If the plan was to continue with the s-ICD, x-rays to evaluate system placement and a new screening, to see if different placement would produce better sensing for the wide morphology were recommended. No adverse patient effects were reported. As of today, the device remains implanted and in service. Additional information was received that this s-ICD was explanted and replaced with a transvenous ICD system. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode that showed a wider morphology, likely due to some conduction change. The heart rate was about 120 bpm but some oversensing occurred and the device began to charge. No inappropriate therapy was delivered. Technical services discussed troubleshooting to see if this morphology change could be recreated. The device was currently programmed to the primary vector, but the other vectors looked good as well. An exercise test was planned. Technical services discussed they could increase the treatment zones to reduce the risk of inappropriate therapy. The patient presented to the clinic for a treadmill test. They were unable to reproduce the morphology of the untreated episode. It was noted the patient was feeling stressed at the time of the episode, as they were waiting for a bus in a large crowd where people were pushing and bumping into others. The patient had felt palpitations at this time, and also during other exercises during rehab courses. At the treadmill test, automatic setup was performed and the device picked the alternate vector. Further testing was done in alternate with the patient performing the exercises from rehab. No noise was created and proper sensing was observed. It was decided to leave the device programmed to alternate and monitor for any further untreated episodes. No adverse patient effects were reported. Additional information was received about this patient and device. The patient presented to the hospital after receiving a shock for a slow vt in the 150 bpm range. The episode showed t-wave oversensing. During the device interrogation, a battery depletion (bd) alert was observed. A significant drop in battery remaining, from 28% in may to 14% in june was noted. A request was made to technical services to review the available data in the remote monitoring system. Technical services reviewed the data and confirmed that the battery was depleting faster than expected due to an abnormal increase in power consumption, and recommended device replacement for within 60 days. Technical services reviewed the shock episodes and agreed t-wave oversensing and double-detection of wide complex slow vt caused the inappropriate shock therapy. It was noted the patient had received nine shocks for this rhythm over the past year. It was observed the sense vector had been reprogrammed from alternate back to primary after smart pass had disabled due to small amplitude r-waves. Technical services discussed managing the patient's slow vts by other medical means, such as an ablation, or considering a transvenous system so anti-tachycardia pacing (atp) therapy would be an option. If the plan was to continue with the s-ICD, x-rays to evaluate system placement and a new screening, to see if different placement would produce better sensing for the wide morphology were recommended. No adverse patient effects were reported. As of today, the device remains implanted and in service. Additional information was received that this s-ICD was explanted and replaced with a transvenous ICD system. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report will be updated, when additional information is received.

Event description:
It was reported, that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode, that showed a wider morphology. Likely, due to some conduction change. The heart rate was about 120 bpm, but some oversensing occurred and the device began to charge. No inappropriate therapy was delivered. Technical services discussed troubleshooting to see if this morphology change could be recreated. The device was currently programmed to the primary vector, but the other vectors looked good as well. An exercise test was planned. Technical services discussed, they could increase the treatment zones to reduce the risk of inappropriate therapy. The patient presented to the clinic for a treadmill test. They were unable to reproduce the morphology of the untreated episode. It was noted, the patient was feeling stressed at the time of the episode, as they were waiting for a bus in a large crowd where people were pushing and bumping into others. The patient had felt palpitations at this time, and also during other exercises during rehab courses. At the treadmill test, automatic setup was performed, and the device picked the alternate vector. Further testing was done in alternate with the patient performing the exercises from rehab. No noise was created and proper sensing was observed. It was decided to leave the device programmed to alternate and monitor for any further untreated episodes. No adverse patient effects were reported. Additional information was received about this patient and device. The patient presented to the hospital after receiving a shock for a slow vt in the 150 bpm range. The episode showed t-wave oversensing. During the device interrogation, a battery depletion (bd) alert was observed. A significant drop in battery remaining, from 28% in may to 14% in june was noted. A request was made to technical services to review the available data in the remote monitoring system. Technical services reviewed the data and confirmed, that the battery was depleting faster than expected, due to an abnormal increase in power consumption. And recommended device replacement for within 60 days. Technical services reviewed, the shock episodes and agreed t-wave oversensing and double-detection of wide complex slow vt caused the inappropriate shock therapy. It was noted, the patient had received nine shocks for this rhythm over the past year. It was observed, the sense vector had been reprogrammed from alternate back to primary after smart pass had disabled, due to small amplitude r-waves. Technical services discussed managing the patient's slow vts by other medical means, such as an ablation, or considering a transvenous system so anti-tachycardia pacing (atp) therapy would be an option. If the plan was to continue with the s-ICD, x-rays to evaluate system placement and a new screening, to see if different placement would produce better sensing for the wide morphology. No adverse patient effects were reported. As of today, the device remains implanted and in service.